Manufacturer narrative:
(B)(6). Evaluation revealed that the keypad buttons were intermittently activating pump functions when pressed. The buttons do not click or spring back normally. The patient observed scrolling when the buttons are pressed and sticking. Contamination was present under all button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The distributor reported that the patient had to press the keypad buttons several times to get them to work. The patient has reportedly changed the battery. There was no reported misuse of the product.